Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A complaint was received from the (B)(6) system regarding a patient who underwent intraocular lens implantation in his left eye on (B)(6) 2025. During the procedure the haptic of the intraocular lens (iol) broke during delivering. The broken iol was removed, and a new iol was implanted. The surgery was completed on the same day.